Manufacturer narrative:
Concomitant products: product ID: refill kit 8564, serial# (B)(4), product type: refill kit.

Manufacturer narrative:
Concomtiant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
A company representative reported that the patient was currently receiving lioresal with concentration 2000 mcg/ml via their implanted intrathecal pump. The indication for use regarding the pump was intractable spasticity and multiple sclerosis. The pump was last refilled on (B)(6) 2015 and the pump administered lioresal at a simple continuous dose rate of 395 mcg/day. It was confirmed that it was a simple refill with no changes made to the prescription (rx). The lot number regarding the refill kit was n577636, expiration date was 05/20/2017. The drug lot number of lioresal was ds0080n08; expiration date was 10/31/2017. The patient presented to an emergency room the night of (B)(6) 2015 with what they felt was intrathecal baclofen (itb) withdrawal. The change in therapy/symptoms was considered as having occurred suddenly vs. Gradual. The patient was described as being "fine" on (B)(6) 2015. The patient was to come back to the healthcare provider (hcp) on (B)(6) 2015 and they were to remove all the contents inside the pump because they wanted to check the drug. The hcp was concerned the concentration was not right or there "is something wrong with the drug". The hcp planned to see the patient to aspirate drug and send it off for testing. The patient was given benadryl and oral baclofen. No further information was reported. Additional information requested included clarification of initial reporter, medical history, and results of the drug testing performed.

Event description:
Additional information received from a healthcare provider (hcp) indicated the drug was not sent out for testing since the patient's symptoms resolved. The hcp was perplexed as to what caused the symptoms. The reporter was unsure where the drug came from or who ordered it. The request would take a fair amount of time to track and the reporter did not have the time in her schedule to do that.